Manufacturer narrative:
It was noted that the devices have been discarded. One unused im plug is available for investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(6). An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported fractured component was not returned for evaluation, however another unopened item from the same lot was returned for review. The bone plug was inspected as per both the visual and dimensional requirements of the inspection guide sheet and confirmed to specification. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review was satisfactory. -complaint history review: a complaint history review confirmed two other similar events for the reported lot. Trending is being performed. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause.

Event description:
The customer reported that two im plugs, from different lot numbers, have allegedly both shattered as the surgeon was using them during the same surgery. The customer reported that some pieces have remained inside the patient's bone. The customer further reported that it was not possible to retrieve all the pieces as they were located too far down inside the bone. The procedure was completed with the pieces in situ and a hardinge plug was used to complete the case. The customer reported that there was a 10 minute surgical delay while a second im plug was sourced and also while attempts were made to retrieve the pieces from the surgical site.

Event description:
The customer reported that two im plugs, from different lot numbers, have allegedly both shattered as the surgeon was using them during the same surgery. The customer reported that some pieces have remained inside the patient's bone. The customer further reported that it was not possible to retrieve all the pieces as they were located too far down inside the bone. The procedure was completed with the pieces in situ and a hardinge plug was used to complete the case. The customer reported that there was a 10 minute surgical delay while a second im plug was sourced and also while attempts were made to retrieve the pieces from the surgical site.